Event description:
Decoded programming data was reviewed for the patient's generator. Lead impedance was found to be normal throughout the available data. There were no sudden drops in battery voltage. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was unable to be interrogated which was suspected to be due to the programming system. Troubleshooting was reportedly performed and found no issues with the programming system, and it was then suspected that the device's battery had completely depleted. The patient was referred for replacement surgery. A review of the device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgery has occurred to date. No additional or relevant information has been received to date.